Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information not provided by reporter. Unknown when device actually malfunctioned. Device is an instrument and is not implanted/explanted. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), rt # 357.366 lot # 8893470, manufacturing date: 08 august 2014, no ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a buttress nut and a 130 degree aiming arm, used in a number of unknown surgeries on unknown dates were not operating as expected. When the surgeon was buttressing the buttress compression nut through the aiming arm, the nut would pop out once any force was applied. The nut would have to be pushed back in order to continue the surgeries. Reportedly the malfunction did not have an impact on any of the procedures, did not cause any surgical delay or patient harm and was noted by the reporter as more of a "nuisance." The reporter was not aware of any specifics concerning the past surgeries as the information was initially reported to him on january 28, 2016. The reporter is concerned that the aiming arm spring may be broken, despite the device being used to successfully complete a number of unknown procedures. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the complaint condition for the 357.366 lot number 8893470 aiming arm and the 357.371 lot number 4302130 buttress/compression nut was likely caused by over fourteen years of consistent use and wear on the buttress/compression nut; however, this complaint is not likely a result of any design related deficiency. Per the technique guide, the 357.366 aiming arm and the 357.371 buttress/compression nut are instruments routinely used in the titanium trochanteric fixation nail system. The aiming arm and buttress/compression nut were returned and reported to come apart during surgery. This condition is confirmed; the buttress/compression nut appears quite worn and no longer firmly locks into the aiming arm. The nut detaches from the aiming arm exposed to a slight amount of force. It is likely that fourteen years of consistent use and wear on the buttress/compression nut has led to this complaint condition. The buttress/compression nut was manufactured in january 2002 and is over fourteen years old. The balance of the returned device is in worn condition with signs of significant wear along the distal lip. The aiming arm was manufactured in august 2014 and is over a year old. The balance of the returned device is in fairly worn condition with some markings along its length. The relevant drawings were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. The complaint condition for this device can be replicated. The risk assessment adequately addresses the complaint event. No non-conformance reports germane to the complaint condition were generated during the production of this device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.